Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardiac monitor failed to communicate with the device, the app or the programmer. No intervention was performed. The patient was in stable condition.

Event description:
New information noted the device was explanted and replaced on 26 aug 2022. The patient had no adverse complications and was released home.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly, device was able to be interrogated and establish communication successfully with merlin programmer. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.